Manufacturer narrative:
The farawave catheter was not returned for analysis; however, per the labeling review, a scrub nurse did not properly connect the farawave to the irrigation tubing and air got into the patient. This is considered an off-label use. The instructions for use (IFU) indicates "always verify that the tubing set, catheter, sheath and all connections have been properly cleared of air prior to inserting the catheter into the vasculature. Air entrapped in the tubing, catheter or sheath can cause potential injury or cardiac arrest. The operator is responsible for removing all air from the system" and it mentions to ensure all luer fittings are secure. The reported user error was confirmed based on the event description; however, it was undetermined the cause of why the user did not follow the right steps and did not ensure all luer fittings were secure. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that irrigation was not properly connected to the catheter and the patient experienced st segment elevation and a drop in blood pressure. During a pulse field ablation (pfa) procedure a farawave catheter was used. The catheter was prepared and connected to irrigation without doing a wet-to-wet test then placed insider the faradrive sheath. The sheath was aspirated and flushed. When the catheter was inserted further into the body a large st segment elevation was observed that sustained for three minutes. During this time the patient's blood pressure dropped into the 30s. The st elevation did return to normal; afterwards the patient had an ejection fraction in the 20% range when it had previously been in the 50% range. The procedure was cancelled, and all devices were removed from the patient for transit to the emergency room (ER) for monitoring. The patient was hospitalized. The event is ongoing. It is believed that a scrub nurse did not properly connect the farawave to the irrigation tubing and air got into the patient, though no air was observed in the device or in the patient. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that irrigation was not properly connected to the catheter and the patient experienced st segment elevation and a drop in blood pressure. During a pulse field ablation (pfa) procedure a farawave catheter was used. The catheter was prepared and connected to irrigation without doing a wet-to-wet test then placed insider the faradrive sheath. The sheath was aspirated and flushed. When the catheter was inserted further into the body a large st segment elevation was observed that sustained for three minutes. During this time the patient's blood pressure dropped into the 30s. The st elevation did return to normal; afterwards the patient had an ejection fraction in the 20% range when it had previously been in the 50% range. The procedure was cancelled, and all devices were removed from the patient for transit to the emergency room (ER) for monitoring. The patient was hospitalized. The event is ongoing. It is believed that a scrub nurse did not properly connect the farawave to the irrigation tubing and air got into the patient, though no air was observed in the device or in the patient. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.